Manufacturer narrative:
(B)(4). Additional information received: pain at reservoir area, reddened and folded, presents displacement of reservoir with painful protrusion on skin. The reservoir was repositioned.

Event description:
It was reported that the patient have received at least one port replacement and are in observation. The patient have received at least one port replacement and are in observation. There are no other details available at this time.

Manufacturer narrative:
(B)(4).